Event description:
It was reported that during a procedure, the laser console sole prompted error code 150 which is indicative of case saver mode, reduce performance. It was also noted that the foot pedal was damaged. The procedure could not be completed. The case was finished by placing a stent, and the patient was scheduled to returned for an extracorporeal shock wave lithotripsy (eswl) procedure.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the reported error 150 displayed by the console was caused by defective modules between different channels. A product analysis was performed by reconditioning team at yokneam and a damaged swm was received and after replacing the diodes d3 and d4, the part works fine. Regarding the footswitch, there was no observable damaged related to it. Finally, the device passed full functional testing. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the diodes were damaged, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. H3 other text : the device did not return to bsc for analysis.

Event description:
It was reported that during a procedure, the laser console sole prompted error code 150 which is indicative of case saver mode, reduce performance. It was also noted that the foot pedal was damaged. The procedure could not be completed. The case was finished by placing a stent, and the patient was scheduled to returned for an extracorporeal shock wave lithotripsy (eswl) procedure.